Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot#: (B)(6), g2: this event occurred in australia, the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned power supply was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not taking 2d and 3d spins. Rebooting the system couple of times then allowed the system to take 2d and 3d spins. There was no patient involvement.